Manufacturer narrative:
Philips service replaced the mvr low power board, luc board v4, and clea extension board 2 and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that intermittent geometry resets occurred during detector rotation on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.